Manufacturer narrative:
The IFU states under the caution section, do not use the boomerang wire if intraprocedural bleeding around the sheath is noted as this may indicate back-wall or multiple vessel punctures. From statements made, it appears that tears to the lfca were observed prior to insertion of the bcw and potentially caused by multiple access attempts due to severe peripheral vascular disease secondary to patient co-morbidities listed in the preexisting condition (b7).

Event description:
Pt. Admitted for percutaneous angioplasty (pta) of distal l tibial artery for non-healing l foot ulcer. Left common femoral artery (lcfa) was accessed after multiple attempts w/ 7fr 11cm sheath. During the procedure, md held pressure to the area surrounding the sheath to staunch blood oozing around the sheath attempting to control the hematoma formation. Tears in the lcfa were visible on fluoroscopy. Following pta, md chose to insert a boomerang catalyst wire (bcw) model #400-580p. Temporary hemostasis was unable to be achieved; oozing continued and the hematoma was continually forming. Bcw was removed and manual compression applied at access site. Manual compression was not able to achieve hemostasis nor stop bleeding. Pt sent to or for repair lfca. Three tears were observed on medial, lateral and anterior surface of lfca. Patient was admitted and recovering without sequelae.